Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they believed that the lead in their back was loose. Pt was in a lot of pain and was feeling that pain at the incision site. Agent guided pt to turn off stimulation to see if that would help pain. Pt confirmed stimulation was off but pain remained. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt stated that the event date of pain began sometime in early january. Pt stated they have an appointment to see their doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165; lot#: serial#: (B)(4); implanted: on (B)(6) 2022; explanted:; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot#:( B)(4), ubd: 12-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.